Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient presented to the emergency room after inappropriate shocks from the right ventricular (rv) lead. There were ventricular tachycardia non-sustained episodes, a 519 short interval counts (sic) and noise on the v-tip to v-ring electrogram. The detections were programmed off until a lead revision. During the revision, the rv lead was evaluated and it was proved to have a lead break between the yoke and proximal portion of the lead body. It was noted that the lead measured in the normal range for impedance, capture threshold and r-wave sensing. The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.